Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post generator change, the patient's right ventricular (rv) lead had alerts triggered. It was noted that when they opened the patient's pocket, the lead fell out of the header port. The lead connection was re-established with the implantable cardioverter defibrillator (ICD). The device is still in use. No patient complications have been reported as a result of this event.